Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? 30 mins. What tissue was being sutured when the event occurred? Fascia. Was additional dissection required in other organs/tissues other than the target tissue? No. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? Yes. Was any other tissue damaged as a result of searching the needle? No. What measures were taken to retrieved the broken piece? Piece was identified, took x-ray to confirm no fragments were left what is the lot number? Unknown. No product is available for return. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a lumbar laminectomy procedure on (B)(6) 2023 and suture was used. The needle broke during use in a spine case. The needle was retrieved from patient. The surgery was delayed by thirty minutes. Another like device was used to complete the procedure. No patient consequences. Additional information has been requested.